Manufacturer narrative:
Additional information was received that the patient discovered that her ivc filter had fractured, embedded and was unable to be retrieved on or around (B)(6) 2011. No additional updates provided at this time.

Manufacturer narrative:
As reported, approximately four years after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have fractured and embedded in the wall of the inferior vena cava making retrieval impossible. Per the medical records, the patient originally had suffered multiple injuries in a motor vehicle accident. The patient was high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe) therefore the filter placement was requested as the patient had contraindications to anticoagulation. There were no procedural indications and the filter was successfully deployed. Per the patient profile form (ppf), the struts of the patient¿s filter migrated and the filter was embedded in the wall of the ivc and was unable to be removed. Per the information received in the medical records, approximately four years post implantation the patient was referred to be evaluated for filter removal. The patient received a computerized tomography (CT) scan which showed the filter was in position, had no thrombus around it and there was no strut penetration through the vein walls. The scan also noted that at least two of the struts were fractured. Due to the orientation of the fractures, the filter was not removed. The patient also reports to be suffering emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration and retrieval difficulty cannot be confirmed and the exact cause could not be determined. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. A filter retrieval has not been attempted secondary to the discovery of the fractured struts. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00306 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, approximately four years after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have fractured and embedded in the wall of the inferior vena cava making retrieval impossible. The following additional information received per the patient profile form (ppf) indicates that the struts of the patient¿s filter migrated and the filter was embedded in the wall of the ivc and was unable to be removed. The patient also reports to be suffering emotional distress, mental anguish, anxiety and stress. Per the information received in the medical records, approximately four years post implantation, the patient was referred to be evaluated for filter removal. The patient received a computerized tomography (CT) scan which showed the filter was in position, had no thrombus around it and there was no strut penetration through the vein walls. The scan also noted that at least two of the struts were fractured. Due to the orientation of the fractures, the filter was not removed. According to the medical records, the patient originally had suffered multiple injuries in a motor vehicle accident. The patient was high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe) therefore the filter placement was requested as the patient had contraindications to anticoagulation. There were no procedural indications and the filter was successfully deployed.

Manufacturer narrative:
Corrected data: (PMA/510(k)number).